Event description:
It was further reported that during the lv lead implant attempt a competitor guide wire became broke inside the lead. The competitor guide wire was cut. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).